Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the transfemoral deployment, there was a leakage of inflation contrast at the y-connector. The valve only inflated about 30%. By adding additional fluid with a 60ml syringe it was further deployed to 90% expansion. At the end, the valve was too ventricular causing pvl. Post dilation was performed with a 28mm balloon and then with a 30mm balloon but pvl persisted. In order to eliminate the pvl and ensure the valve remained stable within the annulus, it was decided to implant a second valve. This was successful and the pvl was graded at mild. The patient is doing well.

Manufacturer narrative:
As the delivery system was not returned, the investigation will be limited to review of DHR, review of physician training and IFU for the edwards commander delivery system, review of complaint database for similar complaints, review of lot history, review of imagery/photos, manufacturing mitigations, and fmea assessment. DHR review could not be performed due to unknown lot number of the commander delivery system. No IFU or training deficiencies were identified. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed february 2016 control limits for this trend category. Due to the unavailability of the device lot number, lot history review could not be performed. No images or photos were provided. The work order and model number for the complaint device were not provided. Documents relevant to the commander delivery system manufacturing process were reviewed. Document revision history was determined using the date of clinical use since the lot number and manufacturing date were unavailable. During manufacturing, the commander delivery systems undergo the following inspections: ¿ per sop7838.63 rev f, the balloon shaft to y-connector bond is inspected after the bond is performed. The inspection criteria states to reject for "gaps and leak channels." ¿ per sop7838.69 rev d, all devices are visually inspected 100% multiple times (manufacturing and quality) from distal to proximal under 2.85x minimum magnification for device damage (e.g. Kinks, breaks). ¿ per sop7838.70 rev c, balloon catheters were 100% leak tested before final inspection. Due to the device and/or imagery not being returned for evaluation, the complaint for "delivery system-leakage" is unable to be confirmed. Although there is no evidence within this specific complaint to confirm the event, review of complaint history revealed similar confirmed issues. We can speculate that the root cause is related. Complaint history review revealed a potential manufacturing non-conformance that is currently under investigation per a CAPA. This CAPA was opened to investigate leakage in the commander balloon shaft distal to the y-connector. A definite root cause is unable to be determined at this time. While the complaint review section identified potentially related issues that have been previously escalated. No IFU/training deficiencies were identified in this evaluation, and the complaint trend category delivery system - leakage" has not exceeded control limits for february 2016. Due to the device and/or photos not being returned for evaluation, the complaint of delivery system- leakage was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate of delivery system -leakage for the commander delivery system does not exceed the february 2016 control limits.

Manufacturer narrative:
As the delivery system was not returned, the investigation will be limited to review of DHR, review of physician training and IFU for the edwards commander delivery system, review of complaint database for similar complaints, review of lot history, review of imagery/photos, manufacturing mitigations, and fmea assessment. DHR review could not be performed due to unknown lot number of the commander delivery system. No IFU or training deficiencies were identified. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed february 2016 control limits for this trend category. Due to the unavailability of the device lot number, lot history review could not be performed. No images or photos were provided. The work order and model number for the complaint device were not provided. Documents relevant to the commander delivery system manufacturing process were reviewed. Document revision history was determined using the date of clinical use since the lot number and manufacturing date were unavailable. During manufacturing, the commander delivery systems undergo the following inspections: the balloon shaft to y-connector bond is inspected after the bond is performed. The inspection criteria states to reject for "gaps and leak channels." All devices are visually inspected 100% multiple times (manufacturing and quality) from distal to proximal under 2.85x minimum magnification for device damage (e.g. Kinks, breaks). Balloon catheters were 100% leak tested before final inspection. Due to the device and/or imagery not being returned for evaluation, the complaint for "delivery system-leakage" is unable to be confirmed. Although there is no evidence within this specific complaint to confirm the event, review of complaint history revealed similar confirmed issues. We can speculate that the root cause is related. Complaint history review revealed a potential manufacturing non-conformance that is currently under a CAPA investigation. This CAPA was opened to investigate leakage in the commander balloon shaft distal to the y-connector. A definite root cause is unable to be determined at this time. While the complaint review section identified potentially related issues that have been previously escalated. No IFU/training deficiencies were identified in this evaluation, and the complaint trend category delivery system - leakage" has not exceeded control limits for february 2016. Due to the device and/or photos not being returned for evaluation, the complaint of delivery system- leakage was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history reveals that the occurrence rate of delivery system -leakage for the commander delivery system does not exceed the february 2016 control limits. Although there is no evidence within this specific complaint to confirm the event, review of complaint history for delivery system - leakage revealed similar confirmed issues, a CAPA and a pra were opened to investigate the event. It can be speculated that the root cause is related.